Event description:
It was reported that the patient had the catheter inserted a couple weeks ago and the sutures were removed a few days prior to the incident. While on dialysis, the alarm went off and the nurse noticed that the catheter was almost completely out of the pt. The nurse pulled the catheter out of the rest of the way and was unable to return the blood that was in the machine.